Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7151174.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due a paddle lead erosion. The patient has new leads and implantable pulse generator (ipg) implanted. Explanted devices were discarded per hospital policies and electrocautery was used during the procedure.